Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose above 300 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found to be dislodged. As treatment, a new pod was applied and insulin was given.

Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod insulin management system. D2a - common device name changed from unavailable to pump, infusion, insulin. D2b - procode changed from unavailable to lzg. Correction to d(4): model no changed from 18900-5a to 19191. Catalog no changed from unavailable to zxp425. Unique identifier (UDI) # changed to (B)(4). Correction to g(5): PMA/510(k) # changed from unavailable to k192659.